Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported product mix-up was confirmed. Based on the information available, the reported product mix-up appears to have occurred at the account. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar product mix-up incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported during device unpacking and prior to use of a 2.25 x 15mm rx trek balloon dilatation catheter, discrepancies were noted between the chipboard box and the inner sterile packaging. The chipboard box was labeled as a 2.25 x 15mm product; however, the inside package contained a 3.25 x 15mm trek device labeled 1012275-15, lot 30805g1. There was no patient involvement. The device was not used in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.